Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support the customer did not have an alternate insulin therapy method available. Multiple attempts were made to follow up with the customer, however, a response was not received. There was no adverse impact to the customer's blood glucose levels.